Event description:
Note: procedure date is unknown. It was reported to boston scientific corporation in 2009, that a resolution clip device was used during an endoscopic retrograde cholangiopancreatography procedure. According to the complainant, the resolution clip was opened but it did not deploy. The clipping device was removed. The procedure was completed with a different device (manufacturer unknown). There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable".

Manufacturer narrative:
The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.